Event description:
It was reported that log files were submitted with concerns for a suspected thrombus. The patient had increased flows and powers. Flows lowered and normalized with initiation of heparin drip. Log file review showed an increase in pump power and a decrease in average pulsatility index (pi) from (B)(6) 2022 at 3:18. In the past this has been linked to the presence of thrombus. The patient was admitted with a hemoglobin of 4.3 and received many units of packed red blood cells (prbcs) therefore anticoagulation was held for a few days. The patient's lactate dehydrogenase (ldh) remained within normal limits but plasma free hemoglobin went as high as 460 when it was < 30 prior to high flows. The patient was placed back on warfarin and heparin drip was discontinued once their international normalized ratio (inr) was therapeutic.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed elevated pump power and flows. Although a specific cause for this finding could not be conclusively determined through this evaluation, the account suspected that they were caused by device thrombosis. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(4), and the reported events could not conclusively be established through this evaluation. The submitted log file captured transient elevations in pump power and flow on (B)(6) 2022. The pump appeared to function as intended above the low speed limit throughout the duration of the file. The patient remains ongoing on heartmate ii lvas, serial number (B)(4), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. Section 6 (under "anticoagulation") also contains information regarding the recommended anticoagulation therapy and inr range that should be maintained for patients using the device as well as the recommended anticoagulation modifications in the event there is a risk of bleeding. Section 1 also addresses all pump parameters including pump speed, power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Additionally, section 6 of the IFU, under ¿pump performance monitoring¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.